Event description:
It was reported that the pump's alarm volume was too low. The customer's blood glucose level had no adverse impact. No additional product or event information is available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.